Event description:
Pt complained of pain upon cannulation and post dialysis pt presented with chills and fever and was treated with vancomycin.

Event description:
Blood cultures positive for coagulase negative staph